Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) found no indication of communication failure based on the status lights on the controller and row boards. All connections within the drawer were reseated, leading to successful recovery and inventory completion. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on the bus. The customer stated that the user could not access any medications which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.